Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and tiredness. The cause and the patient outcome of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose and frequency not reported). Action taken with pd therapy was not reported. No additional information is available.